Event description:
It was reported the thresholds rose over time and were high. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.